Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, no audio, which was observed during evaluation at power up caused by failed processor printed circuit board (pcb) which was replaced. (B)(4).

Event description:
It was reported that a spectrum pump constantly had no audio output. It was also reported there was no patient involvement.